Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold and noise. During the lead revision procedure, insulation damage to the ra lead was also noted. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.